Event description:
It was reported that during normal preventive maintenance, the sensitivity was found to be incorrect and in need of calibration. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - main printed circuit board is out of electrical specification. Lower case is broken. Battery drawer is scratched. The ring is bent.